Event description:
Revision surgery - the surgeon performed a poly exchange due to instability and wear.

Manufacturer narrative:
The reason for this revision surgery was to remedy instability after 18.2 years of patient use. There is in information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The device was not returned to djo surgical for examination and was kept by the patient. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the fifth complaint for this part number: four due to excessive wear and one for stability/poor joint issues. This is the first complaint for this lot number. The root cause for the instability was not determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.